Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated patient comfort measures were taken and device turned off. No events in chart to align with the reported crt-d, ra lead and rv lead reported issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced multiple inappropriate therapies due to the cardiac resynchronization therapy defibrillator (crt-d) detecting atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response that was classified as ventricular fibrillation (vf). The device remains in use. It was also noted that the right atrial (ra) lead exhibited over and undersensing that appears to result in inappropriate atrial pacing. Additionally, the right ventricular (rv) lead also exhibited over and undersensing that appears to result in inappropriate ventricular pacing at times during vf device classified events. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.